Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was just off, power or station offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine was powered off and the station was offline. A field service engineer (fse) reseated all auxiliary cabinet drawers, after which the station powered on successfully. All drawers were tested using the hardware test application, and no issues were found. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was just off, power or station offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.